Manufacturer narrative:
The investigation was performed based on the provided device log file. On the reported date of event, (B)(6) 2018 the system test was successfully completed at 5:29am. The case in question was started at 3:38pm using man/spont and was continued in pressure control. Some minutes into the case the unit alarmed "fresh gas low or leakage" indicating a fresh gas deficit. A significant leakage in the patient circuit was detected. At 3:57pm the emergency air inlet was activated to compensate the fresh gas shortage. Switching between man/spont and pressure control has not improved the situation and several flow- and pressure related alarms were posted intermittently. At around 4:25pm the ventilation was stable and at 5:58 the unit was placed in standby. The evaluation of the log file has not given any hint for a device malfunction. The reported ventilator failure and the frozen screen could not be comprehended by means of the log file records. As finally a leakage in the patient circuit has caused the reported symptom it is assumed that the user maybe has misinterpreted these symptoms as a ventilator failure. The device has reacted as specified for the detected situation and has posted corresponding alarms to inform the user. The device was successfully tested afterwards and was returned to use without further problems reported.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that on (B)(6) 2018 at approximately 4pm, there was ventilator failure and the screen froze. There was no injury reported.